Event description:
Overdelivery reported. The pump was set to infuse heparin in an unspecified concentration at 25 ml/hr. Apparently, the pump reportedly delivered 330ml in 5 hours time. The medwatch form rec'd indicates "pump set to deliver 25 gtts/minute. Instead of delivering set amount, pump delivered 100 gtts/minute delivering 4000u of heparin rather than 1000u." The pt's ptt returned to normal range within 8 hours of receiving dosage. No adverse consequences to the pt who was discharged the following day. No add'l info was available.

Manufacturer narrative:
The pump passed performance verification within product specification, including delivery accuracy. Thefrequency of death or serious injury reports for code 102 (overdelivery for lifecare model 4 products is approximately 0.91/million sets.